Event description:
It was reported that during setup for a tonsillectomy / adenoidectomy procedure using the coblator ii controller, the controller settings began changing randomly when the coblate pedal was pressed. The surgeon opted to complete the procedure using a competitor's device instead. There were no significant delays or pt complications reported as a result of this event.